Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited (B)(4).

Event description:
It was reported that stent foreshortening occurred. A 3.50 x 20 synergy¿ drug-eluting stent was deployed for treatment. However, post stent deployment, axial length change was noted. Subsequently, another synergy¿ drug-eluting stent was deployed and the procedure was completed. No patient complications were reported and patient's status was stable.